Event description:
A physician reported a pt who was skin tested on 22 february 1999 with negative results. On 17 march 1999 the pt was treated in the nasolabial folds and at the glabella. On approximately 19 april 1999, redness developed at the treatment sites. The pt was seen on 27 april 1999 with hives ("raised erythematous linear areas") at all treatment sites; itching was denied. The physician diagnosed the symptoms as hypersensitivity to collagen and prescribed oral prednisone.